Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the system automatically hung up on me. The customer¿s blood glucose level was 4.9 mmol/l. The customer also mentioned that insulin pump was on loop on rewinding and fill cannula. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected prime or fill anomaly noted. Insulin pump was received with normal operating currents and no unexpected low battery alarm or battery power loss alarm noted during testing. (B)(4).